Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: l. Gender: m. Non revised products: product ID: efsrn5pl evolution® mp fem cs/cr non-porous size 5 primary left/ lot. No.: 1973342/ qty: 1. Product ID: etpkn6sl evolution® mp tibial base keeled non-porous size 6 standard left/ lot. No.: 197723/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.